Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin at home transmission showed non-sustained rv oversensing on the ventricular channel. Patient presented in clinic and no lead measurement anomalies were found. Patient presented for routine follow up and programming changes were made. Patient is stable.